Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in peritonitis was further described as improper operation. The patient was hospitalized and treated with an unspecified anti-inflammatory medication for peritonitis. Pd therapy was ongoing in the early stage of treatment. At the time of this report, the condition continued to recur after treatment and pd therapy was discontinued. Patient outcome was not reported. The reporter declined to provide additional information.